Event description:
Information received that the brakes would set but not hold. No injury reported.

Manufacturer narrative:
Sum - brakes would set but not hold. Cause unknown. Found that casters were bad. Replaced all casters and now bed is working fine and issue is resolved. No impact or injury located in prep op area.